Event description:
(B)(4). It was reported during a cardiac catheter ablation procedure while removing the inquiry afocus catheter through the sl1 sheath the physician met resistance and while extracting the device the distal four electrodes separated from the tip of the catheter. The physician noted after extensive use of the catheter in the left atria the device would not steer properly. While removing the catheter through the sheath he met resistance and while attempting to extract the catheter the distal four electrodes separated from the tip. The afocus catheter and sl1 sheath were removed together from the patient. Fluoroscopy of the patient's right and left atrium and inferior vena cava confirmed the separated four electrodes were not in the patient and it was believed they were left in the hub of the sheath. A new sl1 sheath and new afocus catheter were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Manufacturer evaluation - one 8.5f swartz introducer was received for evaluation along with the catheter used in conjunction with manufacturer report. Visual inspection revealed the distal form wire from the catheter had broken off within the hemostasis body on the introducer. X-ray of the inside of the hemostasis body revealed the tip of the catheter and two ring electrodes are lodged within the sideport, which confirmed that a protective sheath was not used in this case. If a protective sheath had been used the tip of the catheter would not have access the side port within the hemostasis body. Review of the device history record could not be performed as the lot number was not provided. The root cause classification for the inquiry malfunction is consistent with user error. The IFU for the inquiry steerable catheter used with this device states: "after the catheter is inside the introducer, pull the protective sheath out from the hemostasis valve. Re-insert the protective sheath into the hemostasis valve prior to removing the catheter from the introducer. The information provided by the customer states the protective sheath was used however, analysis of the device confirmed the protective sheath could not have been used as this is what protects the catheter from entering the side port upon removal. If there is further relevant information upon completion of analysis, a supplemental medwatch will be filed.